Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had motor error alarm and high blood glucose events. The customer¿s blood glucose level was 336 mg/dl at the time of call. The customer stated that the insulin pump would alarm motor error and there is grinding noise from the motor. The customer stated that the drive support cap was flush and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported a high blood glucose of 320 mg/dl and treated with insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.